Event description:
It was reported that the device stopped suctioning. The customer continued to use the device but without suction. The device was intended to be used as a drain and no reinfusion was planned. There were no adverse consequences and no medical intervention required.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.